Manufacturer narrative:
Manufacturing review of the device history record for the reported lot shows that all units were quality released on 07/20/16 having met all internal manufacturing specifications and qc acceptance requirements for workmanship and biological indicator testing for product sterility. The instructions for use for the cormatrix cangaroo ecm envelope ((B)(4)) currently lists the risk of infection as a potential complication. The site investigator for this study indicated that the probable cause of this event was related to the procedure. The device remains implanted with no further issues reported.

Event description:
It was reported that a cormatrix cangaroo ecm envelope (model # cmcv-009-med lot #m16g1184) was used on a (B)(6) male patient with no reported risk factors for infection. The patient had a pre-treatment course of antibiotics (type not specified), the device was hydrated in normal saline and the implant performed on (B)(6) 2016. At the one week follow-up performed on (B)(6) 2016, patient reported that he had been changing the dressing daily for the past several days due to leakage. Suspected it was occuring during sleep. Band-aid was removed with dark red drainage noted, but no active drainage. Small amount of bruising on the lateral chest wall, no redness. The site investigator classified the event as a minor cardiovascular implantable electronic device (cied) infection and treated with clindamycin for 7 days. At the 4 - 6 week follow-up visit on (B)(6) 2016 the event had resolved. The site investigator noted that the reported event was probably related to both the procedure and device. In the investigator's opinion, the probable cause of the event is noted as procedure related. The device remains implanted with no further incident/events reported.